Event description:
It was reported to MFR that while programming the vns patient's device, the pulse width had changed to 1000usec, which was not the intended setting. The physician had decreased the pulse width back down to 500usec at the office visit. Attempts to obtain the programming history from the site have been made, but have been unsuccessful to date.